Manufacturer narrative:
D10. Concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot: p5b0940); sigpshell, sig power sigpshell control shell (lot: n5c2218y); sigphandle, sig power sigphandle handle (serial: (B)(6); sigmret, sig power sigmret manual retract tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, a cracking sound was experienced before firing, but the user proceeded as the articulation and opening and closing of the jaws appeared to function. After firing on the rectum, the device was unable to retract the blade. The device locked on tissue and could not be removed. The surgeon troubleshoot, but the issue could not be resolved. The user then video-called a representative but was unable to troubleshoot successfully. Attempts to manually retract the blade using the manual retraction tool were unsuccessful as well. Manual intervention was done pull back the I-beam of the reload back to its original position. When the representative arrived and upon further checking, the reload was found to be loosely connected to the adapter and damaged, with the joint between the reload and the adapter broken. The broken part disengaged, and a leftover reload joint was stuck in the adapter. No piece's fall into the patient's cavity. The procedure was converted to open surgery, requiring forceful breaking of the reload from the adapter to remove the specimen and the use of laparoscopic scissors to cut the colon. Suturing was performed as a staple line replacement. The surgical time was extended by four hours.

Manufacturer narrative:
Additional information: a2, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was at the home position. There was a section of reload adapter stuck in the distal end of the signia adapter. The firing rod was noted to be retracted proximally beyond home position. There was notable damage to the distal end of the firing rod, indicative of a possible disconnection from the reload laminates. Functional testing found that the blue unload switch could only be partially depressed. The handle was unable to calibrate the adapter firing rod. It was reported that the reload was loose on device. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the knife blade was difficult to retract and the instrument was locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. It was additionally reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the manual retract tool is used to retract the firing rod beyond home position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.